Manufacturer narrative:
The following sections were updated or answered: d1: brand name. D3: manufacturer name and address. D4: unique identifier (UDI)#. G4: PMA/510(k)number. H6: evaluation codes. Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was in clinic for a durolane injection. This is a pre-filled syringe of medication from pharmacy. Doctor applying a 22gx1.5 inch needle by screwing it onto the syringe. It did not stay attached and the medication exploded out the syringe. They had to replace the needle and get new medication.